Event description:
This facility started using six new cincinnati subzero heater cooler devices but because manufacturer instructions for use did not require it, the machines were not disinfected nor cultured prior to use. About two weeks later, the machines were cultured and water cultures on 5 of the 6 machines were outside epa limits for drinking water.

Event description:
This facility started using six new cincinnati subzero heater cooler devices but because manufacturer instructions for use did not require it, the machines were not disinfected nor cultured prior to use. About two weeks later, the machines were cultured and water cultures on 5 of the 6 machines were outside epa limits for drinking water.

Event description:
This facility started using six new cincinnati subzero heater cooler devices but because manufacturer instructions for use did not require it, the machines were not disinfected nor cultured prior to use. About two weeks later, the machines were cultured and water cultures on 5 of the 6 machines were outside epa limits for drinking water.